Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable.

Event description:
It was reported that the arctic sun device would switch on but would not fill with water or algaecide indicating a potential pump failure. The device had been decommissioned and in storage for nearly 5 years. They attempted to service and install machine with biomed but unable to fill device for use and might be potential other failures of parts of machine. Per follow up information received via email on 06sep2022, device was in storage and not in use for 5 years. The unit was sent to gcs for evaluation. Per sample evaluation results received on 31jan2023, the root cause of the reported failure was a failed manifold. It was stated that the arctic sun device had been in storage for 5+ years, so there might be other component failures. It was also stated that the circulation pump, mixing pump, chiller pump, heater, power cord , and level sensor were all noted as needing replacement.

Event description:
It was reported that the arctic sun device would switch on but would not fill with water or algaecide indicating a potential pump failure. The device had been decommissioned and in storage for nearly 5 years. They attempted to service and install machine with biomed but unable to fill device for use and might be potential other failures of parts of machine. Per follow up information received via email on 06sep2022, device was in storage and not in use for 5 years. The unit was sent to gcs for evaluation. Per sample evaluation results received on 31jan2023, the root cause of the reported failure was a failed manifold. It was stated that the arctic sun device had been in storage for 5+ years, so there might be other component failures. It was also stated that the circulation pump, mixing pump, chiller pump, heater, power cord , and level sensor were all noted as needing replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.